Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed battery depletion fault code. Boston scientific technical services (ts) noted that power consumption was increasing gradually. Device replacement was recommended. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed battery depletion fault code. Boston scientific technical services (ts) noted that power consumption was increasing gradually. Device replacement was recommended. This device was successfully replaced. No adverse patient effects were reported. This device was not returned, however the allegations were confirmed due to device data analysis. A cause could not be established.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed battery depletion fault code. Boston scientific technical services (ts) noted that power consumption was increasing gradually. Device replacement was recommended. This device was successfully replaced. No adverse patient effects were reported.